Event description:
It was reported that a patient underwent a c-section on (B)(6) and suture was used. It was reported that suture broke during sewing uterine incision in the surgery . The right incision formed a 2 * 1 hematoma downward and a 2 * 1 hematoma to the right . The doctor separated the serosal layer, removed the hematoma, and then sutured it intermittently with suture to check that there was no bleeding. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). The following information was requested, but was unavailable: all answers below are unobtainable. Once there is any update, we will update the information. Quantity of blood loss? Patient weight? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Were there any unexpected outcomes or complications as a result of the hematomas? What is the current status of the patient? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g /m.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropria

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/11/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: after investigation, the patient, a 29-year-old female, underwent cesarean section on (B)(6) 2022. The operator used vcp359h to perform the uterine tissue suturing in a continuous sewing manner (with specific suture tissue level unknown). The suture breakage occurred during knotting (with specific breakage site unknown). A 2 * 1 hematoma was formed downward from the incision on the right side of the uterus and a 2 * 1 hematoma was formed towards the right side. The operator then separated the uterine serosa and removed the hematoma. Then a new vicryl suture (with specific product model unknown) was replaced for re-suture. The subsequent surgical operation went smoothly. This event led to the formation of local hematoma. The hematoma was removed and re-sutured. The patient recovered well currently and was discharged smoothly. No subsequent adverse events were reported. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 275 g /m.